Manufacturer narrative:
Follow-up #1: date of submission 11/21/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/25/2016 with the following findings:.#1. The black box begins on (B)(6) 2016. Due to continuous use of the pump the black box data/histories for the event have been overwritten. Available daily insulin delivery totals correctly reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering within required range and delivering accurately. Unable to duplicate the complaint, the pump information for the complaint date has been overwritten. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged the following: patient¿s blood glucose (bg) has been high since yesterday. Last night bg was 510mg/dl with extreme confusion and vomiting. Patient was given 10 units per on call health care provider (hcp), and bg went back in the 100mg/dl range yesterday. Current bg at 359mg/dl patient received 6 units of insulin by syringe and has head and stomach aches. Site was changed yesterday and again today. No redness, swelling, pain, discharge at site. Site is secure. Patient rotates site and no scar tissue per mom. No bent tubing or kinks. No air bubbles in tubing. No leaking at site, set, or cartridge. Patient was using new type of insulin (apedra) but is using novolog again since this morning. Reporter wants to troubleshoot the pump. Cs walked reporter through troubleshooting and found no issues with the pump. Time/date was programmed correctly. Basal rates programmed correctly. No associated alarms noted in alarm history. No cancelled boluses and all boluses are accounted for. Confirmed basal delivery was appropriate. The patient is priming properly and drops seen at the end of the tubing; changes supplies if bg is high. No inadvertent suspends noted. Tdd was accurate when comparing to basal and bolus history and settings. Cs advised reporter that pump seems to be functioning fine, and that patient needs to follow up with hcp for a clinical evaluation. Advised reporter to monitor with pump and if needed use alternative form of delivery and use emergency care if needed. There is no indication of pump malfunction. This complaint is being reported because a patient on pump therapy experienced hyperglycemia.